Event description:
The patient was originally implanted with an aus device in 1991. Then it appears a revision took place in which the cuff and pump were removed from the patient and replaced date, reason, and surgical details not provided at this time. In 2001, the cuff and pump were removed from the patient reason not indicated. Ams has requested additional information.